Event description:
It was reported that after a worsening of sensing and capture thresholds in the rv, the physician elected to reposition the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.